Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated: per email: I am hoping you can help me with a customer question. They are concerned their 363083 are overfilling. The original concern was the tubes were filling past the etched lines. They said the tubes are filling near the blue top. I was hoping you could reach out to sheila philbrick for help troubleshooting their concerns. (B)(6): (B)(6) 2021 spoke with customer and discussed that the etched line is the minimum fill line and that the tubes can fill to just near cap and still be a valid draw. She states that she received the citrate tech talk and fill card that I had forwarded to the sales rep todd clancy. They had no erroneous results as any tubes they felt were overfills were rejected. She will monitor situation and educate staff on filling of tubes. No additional assistance needed at this time.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated: per email: I am hoping you can help me with a customer question. They are concerned their 363083 are overfilling. The original concern was the tubes were filling past the etched lines. They said the tubes are filling near the blue top. I was hoping you could reach out to sheila philbrick for help troubleshooting their concerns. (B)(6): (B)(6) 2021 spoke with customer and discussed that the etched line is the minimum fill line and that the tubes can fill to just near cap and still be a valid draw. She states that she received the citrate tech talk and fill card that I had forwarded to the sales rep todd clancy. They had no erroneous results as any tubes they felt were overfills were rejected. She will monitor situation and educate staff on filling of tubes. No additional assistance needed at this time.